Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates there are no complaint related anomalies. The device history record shows lot# 6969836 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID reported as (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a trochanteric fixation nail (tfn) placed for a sub trochanteric fixation on (B)(6) 2013 at another institution by unknown surgeon. Patient had developed non-union and trochanteric fixation nail (tfn) was removed intact without incidence and a competitor's insertion nail was inserted after reaming of the canal. Reported clinical findings include delayed healing. There is no surgical delay and the patient was fine. The procedure was completed successfully. This is report number 2 of 2 for (B)(4).